Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer treated with syringe. Troubleshooting was performed for high blood glucose. High pressure test was not completed as there was no tubing clamp available. Customer was advised to change the entire set and treat per healthcare provider's instruction. The customer's blood glucose at the time of call was 407 mg/dl. The insulin pump will not be returned for analysis.